Event description:
A physician reported that an oasys construct failed post-operatively as seen on x-ray imaging. The superior screw pulled out and pulled the rod out of the other screws. This record represents the superior screw.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. However, lateral x-ray images were provided. It can be seen that three blockers on the left hand side have migrated out of the tulips of their respective screws. The blocker of superior most screw, on the left hand side, appears to be loosened and no longer captures the rod. The screw implanted adjacent to the superior most screw has migrated, still connected to the rod. The blocker of this screw appears to be loosened as well. A review of the device history and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Some of the possible root causes are below: the blocker(s) may not have been tightened to the recommended 3nm; the audible click of the disposable audible torque wrench could have been overlooked. The migration of the blocker(s) would compromise the capture of the rod. The unfastened rod could have placed excessive force on adjacent levels in the construct which could have lead to successive migration/loosening of blockers and screw. The rod on the left side of the oasys construct may not have been properly seated in the tulips of the implanted screws, causing instability in the construct and successive migration/loosening upon post-op movement.

Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported that an oasys construct failed post-operatively as seen on x-ray imaging. The superior screw pulled out and pulled the rod out of the other screws. Revision surgery has not occurred. This record represents the superior screw.